Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2021 this female peritoneal dialysis (pd) patient contacted fresenius technical support. The patient requested assistance canceling treatment in dwell 3 of 4 as they had to get ready for an unspecified surgery. Attempts to obtain additional information were unsuccessful. The type and reason for the patient surgery is unknown; however, there is no allegation of a device malfunction or deficiency reported for the event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
On (B)(6) 2021 this female peritoneal dialysis (pd) patient contacted fresenius technical support. The patient requested assistance canceling treatment in dwell 3 of 4 as they had to get ready for an unspecified surgery. Attempts to obtain additional information were unsuccessful. The type and reason for the patient surgery is unknown; however, there is no allegation of a device malfunction or deficiency reported for the event.